Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information requested but unavailable: did the extended surgery time due to the issue with the device caused any patient consequence or changed the plan of care for the patient? If yes, please explain how the patient was affected.

Event description:
It was reported that 4mm titanium tip was broken during procedure. The surgery was delayed for 5 hours to look for and retrieve the broken piece, which was finally retrieved by x-ray test. Changed to another one to complete surgery. No additional information can be provided.